Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported that on (B)(6) 2012 a new ins and extensions were placed following 6 months of no signs of infection. On (B)(6) 2012 the incisions were healing well and there were no signs of infection. On (B)(6) 2013 there was swelling and redness at the right lead site and the patient was started on keflex. The extension and ins were removed on (B)(6) 2013 the bilateral leads were removed upon patient request after experiencing occasional swelling around the residual electrode wound sites. The wounds looked clean when the patient was seen at follow-up on (B)(6) 2013 and the patient had been continued on keflex post-operative. The patient had received good relief of parkinson's symptoms with the deep brain stimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v657037, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# v650839, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient's system was removed due to an infection. The patient's indications for use were parkinson's dual and movement disorders. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.